Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrated and the display went blank after water exposure. Blood glucose level at the time of the incident was 390 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor assembly was found with traces of corrosion. The insulin pump was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.